Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned broach handle confirms the device exhibit sings of extreme use and wear. The broach handle body has multiple gouges and burrs in the metal. The locking mechanism is damaged as well. A functional evaluation confirms with all visual issues found, the device will not mate with any other device. A medical investigation was conducted and confirms this complaint reports that a broach handle broke during a procedure. The procedure had a delay between 0-30 min. The surgery was completed with a smith&nephew backup. No patient injury, harm or other complications were reported. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during procedure thr that the device broke during broaching (this occurred inside the patient). The procedure had a delay between 0-30 min. The surgery was completed with a smith & nephew backup. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.